Event description:
It was reported that the zimmer air dermatome was skipping. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR for repair. The device is 5 yrs old. The device has not been serviced in 5 yrs. Device was inspected and no damage or defects were found. Device passed testing. Device meets specifications. Device was serviced and returned to customer. The cause of the reported issue is unk.